Manufacturer narrative:
The devices were not returned to olympus for evaluation. The exact cause for the reported event cannot be determined at this time. The most likely cause of the reported event can be attributed to user handling. The instruction manual of the subject device warns; do not withdraw the biopsy forceps while the endoscope is angulated. Doing so could cause the manipulation wire to detach from the cups. A part of manipulation wire could be damaged and detached to fall off into the patient's body or the wire may stick out and damage the endoscope and/or cause bleeding or damage the mucous membrane. Using the equipment with a detached wire could cause bleeding or damage to the mucous membrane.

Event description:
Olympus was informed that during a diagnostic bronchoscopy procedure, the jaws from two forceps broke allowing the wires to protrude from the distal end of the devices. No device fragment fell into the patient. It was reported that there was a popping noise noted when the jaws closed. The doctor was able to retrieve the intended specimens. There was no unusual bleeding observed. The intended procedure was completed with a third similar device. There was no patient injury. This is report 2 of 2.